Event description:
Following an uneventful hemodialysis treatment on a phoenix machine, the pt had a cardiac arrest. The machine was inspected by gambro technical specialist rep who found it to be functioning correctly and within manufacturer's specifications. The dialysis machine was returned to clinical use. Per dci corporate policy, no further pt, treatment, or device info will be provided. Neither the physician, nor the nurses caring for the pt, believe any gambro device caused or contributed to the pt's cardiac arrest. The cartridge blood set, bicart and revaclear were reported not available for investigation.

Manufacturer narrative:
The dialyzer involved in this incident was not available for investigation and lot number could not be provided by facility.